Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2 was being used for a CABG procedure to harvest the saphenous vein. During branch ligation, the harvester noticed the smell of something burning. When the bisector was extended back into the tunnel to ligate another branch, it was then noticed that the jaws were activated and glowing yellow/red. The activation toggle was not on at this time but the jaws continued to heat up. Therefore, the entire device was removed from the sterile field and disconnected from the generator. A new hemopro 2 device was opened and the case was finished without further issues. Repeat inspection of the tunnel found no signs of injury to the patient due to the defect.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: g4, g7, h2, h6, h10.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2 was being used for a CABG procedure to harvest the saphenous vein. During branch ligation, the harvester noticed the smell of something burning. When the bisector was extended back into the tunnel to ligate another branch, it was then noticed that the jaws were activated and glowing yellow/red. The activation toggle was not on at this time but the jaws continued to heat up. Therefore, the entire device was removed from the sterile field and disconnected from the generator. A new hemopro 2 device was opened and the case was finished without further issues. Repeat inspection of the tunnel found no signs of injury to the patient due to the defect.